Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 12. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.